Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, there were parasites on the screen, turned off during an intervention. There was no patient impact.

Event description:
It was reported that during a thyroidectomy, it was reported that there were "parasites" on the screen, which were later identified as interference caused by insufficient anesthesia. This led to increased emg activity appearing on the screen. To avoid this noise, the nim system was turned off. There was no impact on the patient.

Manufacturer narrative:
Section b5: event description was updated based on the additional information and clarification received on the reported issue. H3: product analysis of the device concluded that there was no fault identified with respect to the functionality of the device. However there were other findings which include broken bezel and superficial scratches on the display. H6: previously applied codes of fdd a11, fdm b17, fdr c19, fdc d16 and additional code of img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: previously applied code of fdd a0908 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the parasites on screen were due to an insufficient anesthesia and with less anesthesia, the emg activity of the patient appears on the screen like interference.